Manufacturer narrative:
Results: the sample is not available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusions: w/o a sample, we were unable to determine an absolute root cause for this incident. (B)(4).

Event description:
The pt removed the catheter himself. When the nurse checked the unit, it was observed that the catheter portion had separated from the nose of the plastic adapter and was missing. A CT scan was performed and was incision made to retrieve the missing catheter portion, however, the catheter tubing was not found in the body. Extra hospitalization was not required as a result of this incident.